Manufacturer narrative:
A field service engineer (fse) was on site and started the investigation. The fse found the ventilator functioning normally and could not reproduce the reported problem. All performed pre-use checks (puc) passed without deviation and no part was replaced. The ventilator's logs were downloaded and it was returned to service. Our investigation consists only of device log eval. Test logs show that a pre-use check (puc) wasn't performed prior to ventilation start. The latest puc was performed 4 days before ventilation start and had passed successfully. Performed puc after the reported event passed without deviation. The reported problem could not be confirmed in event logs. The logs show that alarms for high pressure were generated intermittently during 6 days of ventilation. No technical errors were found in the logs. The root cause of the high pressure alarms cannot be determined since the reported problem could not be reproduced, but the absence of technical errors indicates that there was no ventilator malfunction. According to received info the reported ventilator is back in service with no more issues reported. (B)(4).

Event description:
It was reported that there was no return volume during ventilation. There was no harm to pt. (B)(4).